Event description:
The customer reported that an 840 ventilator was inoperable. There was no pt involvement. The covidien tech support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to replace the inspiratory pressure transducer autozero solenoid (sol1) and the inspiratory electronics pcb. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).